Event description:
The customer reported buttons not functioning during a maintenance procedure involving an olympus video system center. There was no patient involvement reported.

Manufacturer narrative:
The device was not returned to olympus for inspection, and the reported failure was not confirmed. The customer contacted olympus technical assistance support (tac) by phone and reported the event. Tac informed the customer that the issue appeared to be a custom button not functioning. However, troubleshooting was ultimately able to resolve the reported allegation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.